Event description:
Pt involved in mva in 2004. Significant lower extremity injuires and pelvic fractures sustained. High risk for deep venous thrombosis and subsequent pulmonary enbolus. Heparin/coumadin contra-indicated given their numerous injuries. A recovery filter (bard) was placed in 2004. Attempts at removing the filter 4 months later and 6 days later were not successful as the apex of the filter was extra luminal and could not be engaged by the cone device for extraction.